Event description:
Cross-over procedure in the iliacs with arrow introducer, 6f-1f larger than the balloon requires. The catheter stuck in the introducer after the pta ended. Both the introducer and the balloon had to be removed. The tip of the catheter with the balloon was torn straight off, but was stuck inside the introducer.

Manufacturer narrative:
Information about this event, including the lot number, was just received. This is the first event reported for this lot number. The sample has not been received as of this date. A supplemental report will be submitted with the results of the device history record review and the results of the sample evaluation, if a sample is received.